Manufacturer narrative:
Reported device not marketed in the u.s., however, similar devices or devices that share components, (B)(4) materials, process methods or other technological characteristics are registered within the u.s. K133890. When additional information is received a follow up report will be submitted.

Event description:
It was reported fluffs/lints were found inside the package. The reporter indicated that there are some fluff/lint inside the closed package. This event occurred pre-operatively. No patient was involved (warehouse of the hospital).

Manufacturer narrative:
Investigation: (B)(4) samples received: 6 unopened race packs and 1 suture in second pack (without primary pack). Analysis and results: there are no previous complaints of this code-batch. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in our stock. We have received (B)(4) closed samples and (B)(4) open and unused sample. The open sample received shows fraying/damaged surface in two parts of the thread as can be seen in enclosed picture, probably caused in manufacturing process. Nevertheless, a review of the 6 closed samples has been conducted and no defects were observed. We have checked the batch manufacturing record of this product and there was an internal non conformity related to thread damaged. After the reprocessing the product the results before releasing the product fulfilled b.braun surgical requirements. Taking into account that no other customer complaints have been received concerning this issue for this code-batch and this defect was not observed in the 6 closed samples received, we consider that this is an isolated unit and whole batch is correct. Final conclusion: taking into account that the open sample received does not fulfil b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of the failure in the open sample received. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. No corrective/preventive actions needed.